Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: there was residue of dirt on the nozzle and foreign material in k-wire, and the foreign material came out of the distal end due to clogging of the balloon water tube, and watertightness was lost due to deformation of the control section and the forceps elevator lever. The foreign material remained because reprocessing could not be completed properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material coming out of the distal end, and clogging of the k-pipe, so that water could not be supplied. There was no patient involvement.